Event description:
During implantation of a dhhs plate for an intertrochanteric fracture, the greater trochanter sustained an iatrogenic fracture where the barrel of the plate touches the bone. The surgeon felt the fracture was stable and did not attempt an additional procedure to correct it.